Event description:
It was reported to boston scientific corporation that a percutaneous nephrostomy set was used to treat left nephrolithiasis during a left percutaneous endopyelotomy procedure that was performed sometime in (B)(6) 2023. Only one naviguide device was used. Seven days post-procedure, the patient developed pyelonephritis, experiencing fever, fatigue, and an inability to get out of bed. The pyelonephritis was treated with intravenous antibiotics, and the patient was admitted to the hospital overnight. Per the physician's assessment, the event was serious, was possibly related to the device, and was probably related to the procedure.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2023, was chosen as the best estimate based on the procedure, which happened sometime in (B)(6) 2023, and the day of the adverse event reported at seven days (pod7) post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e1906 captures the reportable event of pyelonephritis. Imdrf impact code f08 captures the reportable event of patient admitted to the hospital. Imdrf impact code f2303 captures the reportable event of the patient treated with intravenous antibiotics.